Event description:
It was reported that the bd neutraclear¿ needle-free connector greases on the outside of the orange rubber. The following information was provided by the initial reporter, translated from dutch to english also, there is a neutraclear stand alone where the tpv greases are on the outside of the orange rubber with the same lot number (21j25-t).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. OEM manufacturer: the manufacturing location for this product is cair lgl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6), nj has been listed in, and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: (B)(6).

Manufacturer narrative:
H6: investigation summary: an el-nc1000 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21j25-t. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that the device appears to be damaged as the thread of the male luer had separated from the housing of the neutraclear. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 21j25-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd neutraclear¿ needle-free connector greases on the outside of the orange rubber. The following information was provided by the initial reporter, translated from dutch to english also, there is a neutraclear stand alone where the tpv greases are on the outside of the orange rubber with the same lot number (21j25-t).